Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas stating he has been experiencing erratic blood glucose (bg) readings. The patient reportedly believed there may have been a delivery issue with the pump. Customer support (cs) reviewed the pump with patient and no issues were noted with the programming/settings of the pump. This complaint is being reported due to the allegation that there may have been a delivery issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows that the last basal delivery occurred at 12:57am on (B)(6) 2012. The pump was used for a complete cycle of basal delivery for only two days. Temporary basal deliveries with higher than target rates were activated on (B)(6) 2012 and (B)(6) 2012, and as a result the total daily dose exceeded target rates. No deliveries were performed from (B)(6) 2012 from 5:00pm to 5:19pm on (B)(6) 2012 as a result of a power interruption. The pump powered on appropriately with functional vibratory and auditory features. The pump passed ezprime steps successfully. The pump was exercised for 24 hours with no alarms occurring. The pump passed a 29 hour flow accuracy test and was found to be delivering within specifications. The pump was opened to inspect the power flex and the force sensor, and no defects were found.